Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was in the intensive care unit (ICU) due to unrelated reasons. During the hospital stay, external cardiac monitors indicated episodes of bradycardia. The device was interrogated and there were episodes of high ventricular rate due to non-sustained ventricular tachycardia. There was a loss of capture noted on the right ventricular (rv) and left ventricular (lv) channels, however the associated leads were non-abbott leads. Technical support was contacted recommended reprograming changes to avoid the loss of rv capture. The device was reprogrammed and the patient was stable and will continue to be monitored.